Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) to report discordant glucose, blood urea nitrogen (bun), carbon dioxide (co2) and lipase results. Quality controls were within range of the day of event. Customer care center specialist accessed the instrument data remotely, ran special methods testing and the results showed that the sample 1 bottom of cuvette (bocc) was out of alignment and reagent 1 mixer issues. A siemens customer service engineer (cse) was dispatched to the customer site. The cse replaced reagent 1 mixer, aliquot drain and aligned sample 1 to bottom of cuvette (bocc). The cse repeated service methods and quality controls (qc), were all in range. The cause of the discordant, glucose, blood urea nitrogen (bun), carbon dioxide (co2) and lipase results is unknown. The instrument is performing according to the specifications. No further evaluation of this device is required.

Event description:
Discordant, glucose and blood urea nitrogen (bun) results were obtained on patient sample (B)(6) and discordant carbon dioxide (co2) and lipase results were obtained on a different patient sample (B)(6) on a dimension vista 500 instrument. The initial discordant results were not reported to the physician(s) for both the samples. The same sample for patient (B)(6) was repeated on either the same instrument or an alternate dimension vista instrument for glucose, and recovered as expected. The same sample for patient (B)(6) was repeated on an alternate dimension vista instrument, and recovered as expected. The repeat results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, glucose, blood urea nitrogen (bun), carbon dioxide (co2) and lipase results.